Event description:
During robotic assisted surgical procedure for laparoscopic hysterectomy with shears set at recommended level of 38 coag, arcing occurred causing burn to uterine tissue. No harm to patient since uterus being removed. Tip cover inspected before procedure and placed on shears according to company recommendations.======================manufacturer response forcover, esu shears, robotic device======================conference call ensued. Will be following up with conference call with company and hospital. Robotic tech and company agreed to send engineering person out to observe future robotic assissed surgery. Date being scheduled.